Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: (B)(4). Other devices used: catalog #unk, unknown trilogy acetabular shell, lot #unk. This report will be amended when our investigation is complete.

Event description:
It was reported that one dislocation occurred between the constrained liner and cup.

Manufacturer narrative:
No devices or photos were provided therefore the condition of the components are unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported devices are used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.

Event description:
It was further noted that dislocation was noted at the interface between the bone and the porous metal surface of the acetabular shell.